Event description:
It was reported that the implantable pulse generator (ipg) tends to get really warm and overheat when stimulation was turned on. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing good postoperatively.